Event description:
Customer reported a past high blood glucose event, with the highest level displayed as "high," although the specific value was not provided. To address the situation, the customer disconnected the pump and administered a correction injection. Cts recommended consulting with a healthcare professional to discuss potential factors affecting blood glucose levels. The customer understood and acknowledged the advice.